Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level is more controlled on manual injections. Reportedly, the customer's body works best with an insulin type that was not recommended for use with the pump.